Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent

Event description:
A home patient (hp) contacted (B)(4) regarding a check heater line alarm that occurred on the home choice (hc) unit during fill. During troubleshooting the hp stated there was air in the patient line. The technical service representative (tsr) assisted the hp with ending therapy and starting over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The care giver stated the sample was discarded and they started over with new supplies. The hp is doing fine and continuing therapy without issues.